Event description:
It was reported that during priming with one unit of prismaflex st100 set, an external fluid leak and cracks in the filter were observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual sample was not available; however, a photograph and video of the sample were provided for evaluation. Visual inspection observed the reported leakage from the access screwed connector. The reported condition was verified. The picture did not identify any specific defect on the impacted set that could explain this leak. Based on the available information and without the actual sample, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.